Manufacturer narrative:
Sc-1110-02 (sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients ipg was not holding a charge.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional.the patient underwent an ipg replacement procedure and was doing well postoperatively.